Manufacturer narrative:
The customer reported that 3 bedside monitors being monitored on their central nurse's station (cns) were in communication loss. The root cause of the communication loss was the netgear prosafe switch that was unplugged. During the initial troubleshooting the customer rebooted the cns. Upon restart, the cns displayed a raid error. Nk ts walked the customer through the process of checking the intel matrix storage console, during which they noted that port 1 had a "missing status". The customer will follow up for further troubleshooting when available. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. 3 bsm's wew used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided:

Event description:
The customer reported that 3 bedside monitors being monitored on their central nurse's station (cns) were in communication loss.

Manufacturer narrative:
Details of complaint: on (B)(6) 2020 customer reported that the cns displayed "communication loss" warnings for three bedside patients. It was stated that the communication loss warnings were caused by an unplugged network switch to which these patients were connected. As part of troubleshooting the "communication loss" warnings, the cns was rebooted. Upon rebooting, the cns received a "raid" error pertaining to the hard drive 1. Service requested / performed: troubleshooting. Investigation summary: root cause: the internal hard drives have an expected life of 20,000 operating hours (equivalent of two years). When usage has exceeded 20,000 hours of operation, the cns displays a prompt at the bottom right corner to let the user know it's time to replace the hard drive. When checking the hard drive status, the user can replace the faulty hard drive(s) or continue using the same hard drive(s) if no issues were observed. The reported failure on (B)(6) 2020 occurred approximately two (2) years from the previous report. Based on this observation, it can be concluded that hard drive 1 failure is attributable to the end of the component's useful life. The reported issue does not require further investigation through CAPA process. Per the attached hha, risk mitigation factors are acceptable, and the residual risks are acceptable additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The customer reported that 3 bedside monitors being monitored on their central nurse's station (cns) were in communication loss.